Manufacturer narrative:
E1- initial reporter address 1: (B)(6). Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a renegade hi-flo microcatheter, with the guide wire loaded in the shaft of the device. The guide wire was removed from the shaft after lab analysis was completed. Analysis of the tip, and inner/outer shaft included microscopic and visual inspection. Inspection revealed the outer shaft was separated 42cm from the strain relief, and the inner shaft was stretched in between the outer fractures. Inspection of the remainder of the device, apart from the damage observed revealed no other damage or irregularities. The guide wire was removed from the shaft at the end of the lab analysis. The wire had been stuck in the sheath, so a syringe (filled with water) was used to flush the renegade device. After many attempts to flush the shaft, the guide wire became loose enough to remove from the renegade shaft.

Event description:
It was reported that the sheathing started coming off on the catheter. A renegade hi-flo fathom system was selected for a thrombectomy procedure of the liver. During the procedure, it was noted that the sheathing started stripping off of the catheter. The device was simply removed over the wire. No device fragments were left inside of the patient's body. The procedure was completed with another of the same device. No complications were reported and the patient's condition was stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the sheathing started coming off on the catheter. A renegade hi-flo fathom system was selected for a thrombectomy procedure of the liver. During the procedure, it was noted that the sheathing started stripping off of the catheter. The device was simply removed over the wire. No device fragments were left inside of the patient's body. The procedure was completed with another of the same device. No complications were reported and the patient's condition was stable.